Manufacturer narrative:
H3) device evaluation: medtronic led an evaluation of the reported bipolar fenestrated grasper and the associate device logs. Visual inspection of the returned bipolar fenestrated grasper noted no corrosion on the electrical contacts. There was no damage noted to the jaws or of the drive cables. Functionally, the jaws were manipulated into multiple positions in order to inspect the cables. The jaws were able to achieve each position fully with no difficulty. Electrical testing was performed and the bipolar fenestrated grasper was read with no observed failures. Evaluation of the logs indicated that when the bipolar fenestrated grasper was attached to the sterile interface module (sim), multiple instances of instrument connectivity issues were experienced, including failing during the read write process to the instrument. The bipolar fenestrated grasper was replaced with another instrument. An error code for 'linked to instrument usage read write read sequence' was triggered during use. Evaluation of the bipolar fenestrated grasper confirmed the reported condition, however, the investigation concluded there were no a bnormalities that would have caused or contributed to the reported condition; therefore, the investigation was not able to identify a root cause. However, the most likely cause could be traced to a connectivity issue between the instrument and sterile interface module. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic laparoscopic high anterior resection procedure, after docking was completed and the bipolar fe nestrated grasper (bfg) was attached for the first time, the bfg was not recognized when connected to the sterile interface module (sim) of arm cart assembly (aca1). Although it was briefly recognized when inserted, a recoverable instrument error occurred midway with the message "caution: instrument error. Detach instrument, clean and dry attachment contact surfaces. If error persists, discard instrument". A new bfg was used to resolve the issue, and the procedure was completed. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic laparoscopic high anterior resection procedure, after docking was completed and the bipolar fenestrated grasper (bfg) was attached for the first time, the bfg was not recognized when connected to the sterile interface module (sim) of arm cart assembly (aca1). Although it was briefly recognized when inserted, a recoverable instrument error occurred midway with the message "caution: instrument error. Detach instrument; clean and dry attachment contact surfaces. If error persists, discard instrument". A new bfg was used to resolve the issue, and the procedure was completed. There was no patient injury.